Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail latch was worn. The technician replaced the latch to repair the bed.